Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Lead accessory/stylet guide test passed. Primary analysis findings: no anomalies found.

Event description:
It was reported, during the implant procedure, curled silicone was observed. Subsequentely, the coil was noticed to be kinked. Consequently, this device was removed and replaced. No patient complications have been reported as a result of this event.